Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported; however, the cause of cloudy effluent was reported as due to dirt in the drainage tank. The patient was hospitalized and was treated with unspecified medication for the event. On an unspecified date, the patient was instructed to clean the drainage tank. During hospitalization, it was reported that there was no cloudy effluent. At the time of this report, the patient has recovered from the events and was no longer suspected of having peritonitis. Pd therapy was ongoing. The reporter declined to provide additional information.